Event description:
Dealer alleged that the clamps leak. Per independent repair center statement unit is alarming or red light. The key failure was the tie wraps leaked. Additional malfunction was the tie wrap clamps were missing.